Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code d15:there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular procedure to treat an aneurysm utilizing a gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Reportedly, the patient anatomy was very tortuous and the tambe device needed to be removed from the sheath when there was resistance felt pulling the device on the sheath. Its possible the device got caught on the tip of the sheath as it popped back when tracking down. Unsure, if this directly caused the loose fibers. The sheath was a 22fr ds from the hospital's consignment and the same sheath was used for the rest of the procedure. It was noted that the tambe graft was moving up and down the catheter after it had been removed from the sheath along with the deployment fibers that were coming out distally. There was no patient harm as result of this. Physician determined that the device was compromised after removal from the sheath and the decision was made to use a new device and continued with the procedure. Physician believes the damage is due to patient's anatomical tortuosity as well as when removing back out of the sheath.